Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, legal pump. Customer is currently sitting in a lawyers office and the insulin pump is not working. Customer also reported insulin flow block alarm and high blood glucose's. After the insulin pump completed the rewind test, the insulin pump unexpected seated with no reservoir in the reservoir compartment. The insulin pump communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, cal error or calibration not accepted alert noted. The following were noted during visual inspection: debris was found on the motor assembly threads, minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. After the pump completed the rewind test, the insulin pump unexpected seated with no reservoir in the reservoir compartment due to faulty force sensor that was outside of the specification range at 0.48 volts. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to unexpected prime/seating anomaly. The insulin pump passed self test, sleep current measurement, active current measurement and the rewind test. Unable to test for unexpected insulin flow blocked alarm/no delivery alarm due to unexpected prime/seating anomaly. Unable to confirm alleged high blood glucose's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring insulin flow blocked alarm. Customer states they nearly passed out last night because the pump was not working. During troubleshooting, insulin exits tubing with manual plunger push but received an alarm when customer reinserted reservoir into the pump and run load reservoir/fill tubing with 5.0 units of insulin. The device is expected to return for analysis.

Manufacturer narrative:
After the device completed the rewind, the unit unexpected seated with no reservoir in the reservoir compartment due to faulty force sensor that was outside of the spec range at 0.48 volts. During visual inspection, debris was found on the motor assembly threads. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to unexpected prime/seating anomaly. Unable to test for unexpected insulin flow blocked alarm/no delivery alarm due to unexpected prime/seating anomaly. Device passed self test, sleep current measurement, active current measurement and the rewind test. Device uploaded properly using carelink. Device communicated properly with the guardian link 3 and the test plug. No communication anomaly, calibration anomaly, cal error or calibration not accepted alert noted. Device had minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.